Event description:
It was reported the lead exhibited high pacing impedance noted during procedure. A new lead was successfully implanted. The patient was stable throughout.

Manufacturer narrative:
Correction: d6a and d6b: field should not include implant and explant date as this was an implant procedure.